Event description:
It was reported that the screen on the unit was distorted during set up.

Manufacturer narrative:
Upon receipt of the unit on (B)(6) 2012, over pressure was observed. An initial medwatch report is being filed at this time accordingly. Additional info will be provided once the investigation has been completed.